Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: g8 - manufacturer report number: per the device information obtained, the MFR report number in g8 should be "3006705815" instead of "1627487".

Event description:
Additional information received indicates that the leads had migrated. Surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient experienced inadequate pain coverage/therapy. Impedance check revealed high impedances on the leads. Additionally, ipg has communication issue with external devices. As such, surgical intervention may take place at a later date to address the issue.